Event description:
Pt had a #22 fr supra pubic catheter. Pt's wife got up to bathe pt, put cath on leg bag, noted pt's bed was wet and catheter was out. Upon further inspection she noted that the balloon had ruptured causing cath to come out.